Manufacturer narrative:
(B)(4). Batch #u5a66u. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with the manual override door out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. A gst60w reload was received unfired and loaded in the device. The bailout system was reset and tested for functionality in the straight position with a returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, on the third fire, the device handle wouldn't release. It was stuck on tissue and the manual override didn't work. The jaws were pried open to remove and a similar device was used to complete the case with no patient consequences.